Manufacturer narrative:
The device inspection revealed that the button responsible for setting the bed in the reverse trendelenburg position located on the side rail control panel was stuck in the activated position. It resulted in the bed frame movement. Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). In the complaint at hand the involved bed frame was produced one year before the event and did not have signs of wear. Additionally, few days before the problem was reported, on the 19th of july, the bed was inspected by the arjo service technician. No malfunction was found. Thus, stuck due to age was excluded. Moreover, since there was no customer allegation about the event causing the bed damage the exact root cause of the observed malfunction is impossible to define. According to citadel plus instruction for use, 831.374.en, a full test of all electrical bed positioning functions should be conducted weekly. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. To sum up, the reported symptom occurred due to the faulty button located on the control panel which is responsible for the bed frame movement. The arjo device was not meeting its specification as the bed platform moved without any buttons being pushed. The citadel plus bed was used for the patient treatment at the time of the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement.

Event description:
The customer reported that the bed frame did not work properly and went into reverse trendelenburg positon on its own. The involved device was in use at that time. No injury was claimed. The bed frame was taken out of use and repaired.